Event description:
My old phillips dream station 2 CPAP machine went to filling the water container from every 3-4 days for the last 6 yrs. To filling it every 2 days in early (B)(6) ,2023, to filling it every day starting (B)(6), 2023. As it is necessary for medical reasons, I kept using it until reading medwatch. I do have a call into my doctor for his advice. This machine did have replacements in the earlier recall. FDA advice to call phillips respironics-- their automatic system does not allow any responds. I appreciate all the FDA works and please keep me informed. (B)(6).